Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 9/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings:. No defect found. Black box shows dates from 8/12/2015 -8/20/2015, 5/2/2016. Bb data from date of complaint has been overwritten. Pump powers with returned battery cap. Display is fully illuminated. Display is not blank. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a blank display issue. No additional information was provided and troubleshooting could not be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.